Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 118 mg/dl while the sensor glucose reading was 140 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer stated that there was blood at site when he removed the sensor and it was bleeding really bad. The customer was advised to change the sensor.